Event description:
The customer reported that the insulin pump alarmed motor error during basal and bolus. Troubleshooting was performed, and the device failed the displacement test. The caller mentioned that the insulin pump was exposed to high magnetic field while being at the dentist and had x-rays taken. Assisted the customer to disconnect and to rewind, but the device alarmed motor error. Reviewed the alarm history and found the motor error several times. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.